Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 583 mg/dl with ketones. A correction bolus via the pump and an insulin injection were used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the infusion set site; however, the customer reported to have used novolog in the cartridge for 4-5 days.

Event description:
The customer had changed the supplies on the pump prior to receiving the occlusion alarm on (B)(6) 2016. The reported 4-5 day use of novolog in the cartridge applied to the previous cartridge used; not the cartridge that in use when the occlusion had occurred.